Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a thin flap following corneal flap creation. During flap lift, the area that had a previous button hole was noted as thin and the flap tore in that area. The case was aborted and the patient is currently recovering.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The femtosecond laser flap procedure was noted to be performed very well. During the flap lift, the same area where a previous non-company microkeratome button hole was present was noted as thinned. The surgeon aborted the case for both eyes. No technical service was requested or performed on the system due to the reported event. Previous manual flap treatment was performed 3 months prior to this treatment, and previous incisions and procedures performed on the cornea are a contraindication of use of the system. Therefore, the root cause of the reported event can be attributed to user error. (B)(4).